Event description:
The patient was undergoing a neurothrombectomy procedure for an occlusion in the right c2 using the penumbra system max. The patient had calcification in the ica and the siphon caroticum. During the procedure, a 5max reperfusion catheter was placed in the right m1 and a 3max reperfusion catheter was advanced through the siphon caroticum and the pcom. The physician tried to push forward on the 3max reperfusion catheter several times; however, it could not pass the pcom. An angiography indicated extravasation around the pcom. The physician injected protamine sulfate; and the volume of the hemorrhage decreased. Subsequently, the patient was transferred to ICU because the hemorrhage could not be stopped. Additional information submitted on (B)(6) 2014, indicated that the patient expired. The extravasation was caused by the perforation with the 3max reperfusion catheter.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Vessel dissection and perforation are known and anticipated complications associated with these types of procedures and are noted in the device labeling. Therefore the reported event is considered an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.